Event description:
During cardiopulmonary bypass surgery, the sternal saw stopped working before the incision was completed. An alternate device was employed and the procedure concluded. There were no reports of adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.